Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. The root cause of the reported event cannot be conclusively determined. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease and possible issues with the management of their therapeutic anticoagulation and antiplatelet therapy. There are possible patient and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing vad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke and in optimal patient management. Device remains implanted.

Event description:
A report was received that a patient was stable at home when she developed expressed aphasia on (B)(6) 2017. The patient's mean arterial pressures were reported to be in the 70s while she was at home with vad parameters that included a speed of 2600rpm, estimated flows of 3.5-4.0l/min and power consumption of 3.5watts. The patient was admitted to a local hospital where a computerized tomography (CT) scan revealed a left frontal lobe hematoma that was approximately 24 x 21 x 23mm in size. The patient's international normalized ratio (inr) at the time of the event was 2.7 and she was taking coumadin and aspirin. When the patient was diagnosed with a left subarachnoid hematoma, her anticoagulation was reversed and she was transferred to a vad-implanting facility. A repeated CT scan revealed that the hematoma had increased in size to 55 x 34 x 43mm in size. The patient was urgently transferred to the neurological intensive care unit (ICU) and was subsequently rushed to the operating room for emergent craniotomy. According to the patient's neurology team, the hemorrhagic stroke is not device-related but likely secondary to a hemorrhagic infarct into the territory of existing encepholomalacia from a residual stroke that had occurred prior to her vad implantation. On (B)(6) 2017, the patient is reported to still be in the ICU on a ventilator but was showing signs of neurological improvement. Her external ventricular drain was removed; however, a repeated CT scan revealed a track hematoma. On (B)(6) 2017, the patient underwent placement of a tracheostomy for longterm ventilation and oxygenation support. As of the day of this report, the patient remains hospitalized and off anticoagulant therapy. No further information was provided.